Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.